Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer was treated for the low blood glucose with chocolate candy. Customer stated that their current blood glucose was 126 mg/dl. The customer mentioned that they had issues with their sensor falling off their body. The customer put the insulin pump on suspend and returned the sensor back for analysis.